Manufacturer narrative:
This event is no longer reportable as additional information was received indicating that the tachy therapy was programmed off due to the patient being in hospice care. Additional information also confirmed the device was checked multiple times and normal device function was noted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had tachy therapy programmed off and currently the patient started having pain and twitching in the left chest. Technical services (ts) was consulted and discussed that since tachy mode was off shock therapy could not be delivered, ts reviewed device settings and noted that the twitching could be related to left ventricular (lv) lead programming. Ts recommended device to be evaluated and attempting to change lv vector to see if twitching stops. The lv lead is non boston scientific. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received, this crt-d was checked multiple times and all with normal device function. The cause of the twitching sensation was not determined. Tachy therapy was off as the patient was in hospice care and the patient has since passed away.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had tachy therapy programmed off and currently the patient started having pain and twitching in the left chest. Technical services (ts) was consulted and discussed that since tachy mode was off shock therapy could not be delivered, ts reviewed device settings and noted that the twitching could be related to left ventricular (lv) lead programming. Ts recommended device to be evaluated and attempting to change lv vector to see if twitching stops. The lv lead is non-boston scientific. This crtd remains in service. No additional adverse patient effects were reported.